Manufacturer narrative:
(B)(4). The customer returned one opened kit that contained two epidural catheter pieces ((B)(4)). The two returned catheter pieces were visually examined with and without magnification. Visual examination of the returned catheter pieces revealed that the pieces are from the catheter's distal end. The measurement markings are present on both returned pieces and the most distal end is still intact. The point of separation indicates that the catheter has been cut. The coils remain tightly wound with no stretching visible in the extrusion or inner coils. Also, part of the coils inside the extrusion appears to be missing. The rest of the catheter was not returned. No other defects or anomalies were observed ((B)(4)). The returned catheter pieces were measured using a calibrated ruler (c05176). The returned catheter pieces measures approximately 12.0cm and 13.5cm respectively. At least 63cm of the catheter was not returned based on the specification of 88.5-91.5cm per graphic kz-05400-002 rev. 08. Specifications per graphic kz-05400-002; rev. 08 other remarks: were reviewed as a part of this complaint investigation. The IFU for this product, cz-05400-108a rev. 02, was reviewed as a part of this complaint investigation. The IFU for this product warns the user "do not alter the catheter or any other kit/set component during insertion, use, or removal." The point of separation on the returned catheter pieces indicate that the catheter has been cut. No signs of stretching were present in the coils or extrusion. A corrective action is not required at this time as the condition of the sample received indicates that user error caused or contributed to this event. The reported complaint of a catheter broke during removal was confirmed based upon the sample received. The returned catheter pieces were confirmed to be the distal end of the epidural catheter based on the measurement markings present. The damage observed at the point of separation indicates that the catheter has been cut. The IFU for this product instructs the user , "do not alter the catheter or any other kit/set component during insertion, use, or removal." A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage at the point of separation, use error caused or contributed to this event.

Event description:
An epidural catheter (tunneled) inserted 4 days ago by a senior doctor broke during removal. The proximal part (12 cm) was removed from the epidural space by reoperation. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has been returned but the investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
An epidural catheter (tunneled) inserted 4 days ago by a senior doctor broke during removal. The proximal part (12 cm) was removed from the epidural space by reoperation. The patient's condition was reported as fine.